Manufacturer narrative:
The patient reported a leak during treatment, a reportable malfunction. Due to the unavailability of additional information and the known complication that can occur from a leak, a malfunction MDR will be filed. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The following was reported by the patient and her peritoneal dialysis nurse: the patient was receiving drain blocked alarms, and she decided to cancel her treatment. When she opened the cassette door, solution was noted to be leaking out. The peritoneal dialysis nurse reports that the patients' effluent has remained clear, and that there has been no injury noted. The patient did not receive prophylactic antibiotics.